Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received two shocks and presented to the clinic to have device checked. Upon evaluation, it was determined there was noise on the shock channel. The noise was spontaneous, and not associated with patient movement. The noise was oversensed resulting in the two inappropriate shocks. Therapy was not exhausted and there was no pacing inhibition. The shock impedance was normal along with all other lead diagnostics. Fluoroscopy was performed, and it appeared the lead was fractured. The decision was made to surgically abandon and replace this rv lead. No further troubleshooting was performed. No additional adverse patient effects were reported.